Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc. Will issue a supplemental MDR report. The instructions for use (IFU) identifies premature detachment as a potential complication associated with use of the device.

Event description:
It was reported that during a coil embolization procedure of an aneurysm the coil was reported to have detached inside the microcatheter. The coil was partially within the aneurysm and the microcatheter. The catheter was withdrawn and the coil was removed using a tiger retriever. The procedure was completed with additional coils. The patient was reported to be doing well. No patient injury was incurred.

Manufacturer narrative:
H10: evaluation summary: the pusher was the only component received for evaluation. The investigation of the returned coil system found the implant to be separated from the pusher. No indication using a detachment controller was found on the pusher's heater coil. The investigation found the pusher's monofilament with a stretched tail shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.